Manufacturer narrative:
(Conclusions) -the conclusion is that the burn was most likely caused by skin-to-skin contact. Skin-to-skin contact is a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces by either distance or by an isolating material between the skins. In this case, a cloth used to separate the legs during the exam became wet which facilitated the formation of a rf loop between the legs. Although the tech stated she had warned the pt not to clench her legs together, there was the possibly lack of the pt's understanding of the (B)(6) language and her anxiety that caused the pt to disregard this warning. This could have contributed to the burn as well.

Event description:
This report is being filed upon notification from our mr MFR in (B)(4) to submit this event that happened in (B)(6). Problem: the pt had a mr exam. The pt had a pelvis exam with the torso xl coil. She could not wear pants due to a wound in the pelvis area. Therefore, a cloth was used to separate the legs during the exam. One day after this exam, two second degree burns with a blister, 1.5 cm in diameter, were found on the inner part of the upper leg extremities.